Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the shaft, sleeve, and needle bearings and reciprocating arm were worn and the unit was out of calibration. The bearings and reciprocating arm were replaced and the unit was calibrated to resolve the reported issue. It was noted the device had not previously been returned for inspection and preventive maintenance. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device was vibrating cutting skin. No additional information available. No adverse events were reported as a result of this malfunction.